Event description:
A healthcare provider (hcp) reported that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor is experiencing a return of symptoms. The patient reported to the hcp that patient is experiencing incontinence. The patient has tried changing programs (going from 3 to 4 about one week ago), and when hcp increased stimulation from 4.0 to 4.1, the patient could feel the stimulation in the rectal area. A later call ((B)(6) 2016) from a patient family member indicated that the patient is still having accidents and that the device works during the day but at night the device is not working. They will "increase and see if this helps." Patient status is not known at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.